Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/3 of their automated peritoneal dialysis therapy. Reportedly, the home pt forgot to press stop when they disconnected their transfer set from the pt line of the homechoice set to go to the bathroom. When the home pt returned, they found that the homechoice machine had started the drain cycle. The home pt connected their transfer set to the pt line of the homechoice set after receiving the system error alarm and tried to continue therapy. Baxter's technical service ctr assisted the home pt in ending therapy. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.